Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. The manufacturer's field service engineer (fse) confirmed the reported problem. The manufacturer¿s field service engineer (fse) replaced the defective exhalation flow sensor to address the reported problem. The unit successfully passed the required performance verification test. The exhalation flow sensor was returned to failure investigator (fi) lab for evaluation. Visual inspection of the exhalation flow sensor revealed signs of contamination on the heated film element the exhalation flow sensor will be installed into the fi test ventilator in an attempt to verify & test its functional integrity. Operational testing was performed and the test ventilator did boot up from ac and deliver breaths, the ventilator did not generate and post errors, and the ventilator did generate code 3104, oxygen flow out of range. It was also noted the ventilator did not pass the exhalation flow accuracy test MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the oxygen flow out of range.. The device was not in use at the time of the reported event; therefore, there was no patient involvement.